Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a patient with a 21mm 11500a aortic valve was explanted after an implant duration of 6 years, 1 month due to recurrent severe aortic valve stenosis and restricted leaflet mobility by subvalvular pannus formation. The patient presented with symptoms of heart failure-shortness of breath. The explanted valve was replaced with a 23mm 11500a valve. The patient was taken to ICU and was discharged on pod#14. Per medical records, the patient presented with (B)(6) on exertion and chest pain. Workup revealed recurrent severe aortic stenosis with mean gradient of 50mm hg. The patient is known to have an anomalous right coronary artery origin. The patient underwent redo avr with aortic annular enlargement. The explanted valve was replaced with a 23mm 11500a inspiris resilia aortic valve that was secured in place with interrupted horizontal mattress sutures. Once off bypass machine, the rhythm was noted to be not sustainable with significant st elevation and reduced ventricular mobility. The decision was made to explant the newly implanted valve and investigate for the issue. The left main coronary artery was found to be compromised by the sutures of the pericardial patch in combination with the pressure from the valve sutures. The pericardial patch was partially removed and cut to the appropriate size. Another 23mm 11500a inspiris resilia aortic valve was implanted in replacement. This time, the patient returned to slow but stable rhythm which necessitated atrial and ventricular pacing wires. Post bypass tee showed normal ventricular function with excellent function of the replacement valve and no pvl. The patient tolerated the procedure well and was taken to the ICU in stable condition postoperatively. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections g3, g6, h2, h6 (component code, device code, type of investigation, investigation findings, investigation conclusions). Leaflet immobility or restricted motion has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Leaflet immobility or restricted motion occurring post-procedurally is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors, including hyperlipidemia, diabetes mellitus. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified regarding warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. H11: corrected data: h6(component code).